Manufacturer narrative:
(B)(4). Batch # p92c2d. Investigation summary: the hand piece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected hand piece functionality. Additional information was requested and the following was received: did the patient experience any adverse consequences due to this issue? No.

Event description:
It was reported that during an unknown procedure, the generator displayed "replace instrument" after connecting to the device. There were no patient consequences. No additional information is available at this time.